Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage. It had charring and localized melting on both yaw pulleys in the space between the grips. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The maryland bipolar forceps instrument involved in this complaint has been received for failure analysis evaluation. However, the testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument was found to have thermal damage. There was no report of fragment(s) falling inside the patient. The procedure was continued with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. No damage or anything out of the ordinary confirmed. The damage at the distal end of the instrument was the pulley cover. No arcing observed during the procedure. No report of fragments falling from the device while used within a patient.